Manufacturer narrative:
Pump received with intermittent button response and button error alarm due to corroded keypad traces. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, broken battery tube threads and broken belt clip slot. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they received a button error alarm. Customer also reported the act button did not click in. The customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.